Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery many times during bolus attempts or during basal delivery while he slept. The patient's blood glucose during the day of call was 380 mg/dl. During troubleshooting the insulin pump was able to prime without incident. However, the customer mentioned that he had already changed out the site and set four times. The patient had previously called but the no delivery alarm kept recurring. The insulin pump will be returned for analysis.